Event description:
It was reported by fse, that during maintenance inspection, the cardiosave hybrid type b plug (iabp) had the leak value of the drive manifold test was high. There is no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.